Event description:
Olympus was informed that the customer camera head ¿does not transmit a signal¿. The processor recognized the camera, but the screen remains black. The reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
The device has not been returned to date. However, the investigation is ongoing; if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported event of black screen was confirmed. It is likely that the phenomenon was due to a broken cable and (ccd) charge coupled device. However, the cause of the cable failure could not be identified. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It was also noted there were missing parts found during the investigation. Damage to the camera cable can be prevented by following the instructions for use which states: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.